Event description:
The customer ran blood glucose tests on 2 contour next meters and received readings of 392 and 132mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not expected to be returned nor was it replaced at the time of the call. Strip information was not provided; this record will be submitted under the meter information.